Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a force sensor out of calibration, and contamination on the sensor. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: bad force sensor calibration, low. Force sensor resistance test failed. Evidence of contamination found in force sensor housing and force sensor shim. When performing "load" step and piston contacted the cartridge but continued to drive for another 20units. Stopping at 179 units. Multiple occurrences of high prime volume observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.